Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas are faulty and caused elevated blood glucose level to 15 mmol/l and led to a stroke. Caller reported experiencing symptoms of pain, swelling, redness and skin hardening at the cannula site. Caller was admitted to the hospital while using this batch of cannulas; no treatment received for skin symptoms at cannula site. Caller was treated with IV drip therapy; contents unknown. Alleged device has been discarded; no product will be returned.